Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the sternum electrode cable insulation was observed to be damaged, exposing the conductor inside. However the fault did not inhibit the pad-pak from delivering a shock during the investigation. The investigation determined that the malfunction was due to user error in the field. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the electrode wires on their pad-pak were exposed and the surrounding plastic coating had fallen away. Damaged electrodes may affect the device's ability to deliver a shock which may prevent or delay defibrillation therapy. There was no patient involved with this event.

Event description:
The distributor contacted heartsine to report that the electrode wires on their pad-pak were exposed and the surrounding plastic coating had fallen away. Damaged electrodes may affect the device's ability to deliver a shock which may prevent or delay defibrillation therapy. There was no patient involved with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.